Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3222 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 3 when the user drained out 3222 ml, which was greater than the largest prescribed fill volume of 2000 ml and met iipv criteria. The baxter's product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv found in the device logs was determined to be insufficient drain; one or more cycles had advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device passed the electrical tests performed by the product analysis lab (pal) but failed the functional tests due to a failed modem port loopback test. However, the device met the remainder of the functional test specifications. Review of the functional test results show the device met both accuracy and temperature specifications. A service history review (shr) revealed that no issues that may have contributed to the problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).